Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR. Report# 1627487-2016-03061. Additional follow up received identified the leads were explanted and replaced. Postoperatively, the patient was receiving 50% reduction in pain.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2: reference MFR. Report# 1627487-2016-03061. It was reported the patient ((B)(6)) experienced ineffective stimulation. An sjm representative was unable to achieve effective stimulation through reprogramming. System diagnostics showed high impedances on the lead. X-rays revealed one of the leads had migrated. As a result, surgical intervention may be taken at a later date to address the issue. It is unknown which lead is related to the allegation. Therefore, all the possible devices are being reported.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR. Report# 1627487-2016-03061.